Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dog knocked the user over, resulting in a shattered ilet pump screen and functional loss of the display; a replacement ilet was provided and the original was returned. Symptoms included elevated blood glucose up to 225 mg/dl for a few hours without associated symptoms such as dizziness or loss of consciousness. Outcomes included use of backup therapy with an alternative pump and no medical intervention, hospitalization, or ketone testing. Investigation included collection of event details, confirmation of device damage via photo, and coordination for device replacement and return. Investigation of this device revealed physical damage to the user interface/display consistent with external impact, with no indication of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to device performance.